Manufacturer narrative:
G4: 19jun2020 b4: (B)(6)2020 the field service engineer (fse) verified the customer reported problem unit shut down with no alarm. The (fse) also found that the navigation (nav) ring is not functional while servicing the unit. The (fse) replaced power management board. Device now powers on properly. The front bezel was also replaced to address the nav-ring issue. Device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19jun2020 b4: (B)(6)2020 the field service engineer (fse) verified the customer reported problem unit shut down with no alarm. The (fse) also found that the navigation (nav) ring is not functional while servicing the unit. The (fse) replaced power management board. Device now powers on properly. The front bezel was also replaced to address the nav-ring issue. Device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13jul2020 b4: (B)(6)2020 after further investigation. The respiratory therapy manager states that patient desaturate on the low 80 and the respiratory therapist placed the patient on the oxygen and the patient recovered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10aug2020; b4: 19aug2020. A2: a3:a4: age, sex and weight updated. Patient information provided age 67 years old, sex female, weight 225 lbs. And height 67 inches. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
The biomed is reporting the v60 turned off while on a patient with no audible alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported. Patient information and repair information were requested from the customer, but no response received. The biomed contacted product support and reported that he has checked significant event log and can find no errors logged for the date reported of (B)(6). Biomed has ran the unit for 24 hours and has not been able to reproduce the problem.